Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 520 mg/dl. The customer was treated with a bolus and the high glucose when down. The customer also reported that he had received no delivery alarm. The troubleshooting was performed. The customer stated that the problem was resolved by a complete set change. The customer would like to return the set for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no unexpected iop test failure at 10:01 am alarm noted. The device passed self test, displacement test, rewind, and basic occlusion tests. The device was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were not performed due to prime and or fill anomaly. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.